Event description:
Two or three days prior to report, the patient became tremulous and had a progressive change in mental status, also described as altered mental status. The patient was admitted to the intensive care unit (ICU) where she was unresponsive and on a ventilator. The device system was being used to deliver hydromorphone and clonidine. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).